Manufacturer narrative:
This report was originally reported in regulatory report number 2025587-2025-02099 on (B)(6) 2025 and was identified as a duplicate. Any follow-up information will be reported in this regulatory report. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, access site vessel damage was o bserved via digital subtraction angiography. The blood flow was temporarily occluded with forceps and intimal fixation was performed. No additional adverse patient effects were reported. Additional information was received that the access vessel damage was dissection of the vascular intima in the right leg, proximal of the bifurcation. Per the physician, the cut down position was proximal to the bifurcation and the vessel was injured with the dry seal sheath. The dissection was treated surgically with endarterectomy. No additional adverse patient effects were reported. Additional information was received that following the implant of a transcatheter valve, an unspecified atrio-ventricular block occurred. Subsequently, a permanent pacemaker was implanted three days later.